Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device displayed a speaker malfunction error message. The philips bench technician confirmed that there was a loss of audio. The customer reported that there was no patient involvement.